Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the meter not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test and experienced tremors, sweating, loss of strength, and a seizure and was able to self-treat (unspecified). No further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of optium xceed meter is 5 years. As the manufacturing date of this product is 2011, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the meter not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test and experienced tremors, sweating, loss of strength, and a seizure and was able to self-treat (unspecified). No further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the meter not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test and experienced tremors, sweating, loss of strength, and a seizure and was able to self-treat (unspecified). No further details were reported. There was no report of death or permanent injury associated with this event.